Event description:
It was reported that the patient experienced pain at the ipg site due to its location. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.